Event description:
Indwelling catheters of size 22fr (often called "22-french") got completely blocked quickly or produced frequent urges to urinate although relieved by urine eventually flowing out into a leg urine bag. Surprisingly, smaller diameters were less often blocked. I wore three. The first lasted 57 days, during which I had unusually highly frequent urges to urinate, on most days, often several times a day, the pain on a 1-5 pain scale ranging 1-3, although always urine ultimately exited into a leg bag, suggesting the catheter's partial blockage. After wearing another size, I went back to 22fr and the second 22fr was fully blocked in 2 days and the third 22fr was fully blocked in 3 days. Then I went back to wearing 20fr and have been okay since. All insertions have been by doctors or nurses, not by me. All catheters have been balloon-types. Probably most catheters had straight tips. I have no known allergies. Smaller diameters, 16-20fr, do get blocked, but 22fr seems the most problematic. I don't know if bigger than 22fr exist. Why 22fr was blocked more often than were smaller diameters is unknown. I don't know of anything anatomical or dietary about me to explain this. We didn't analyze the removed catheters. After the first 22fr and when I was wearing another size, I asked a doctor treating me in an emergency room if the problem could have been due to the catheter not aligning with the bladder; she didn't think so but thought it might have "hit" a "wall". I don't know enough about anatomy to analyze this. I don't know whether the doctor, being in an emergency room and expected to deal with many kinds of emergencies, knows urological anatomy well. If a 22fr catheter had a relevant defect, it's less likely that three 22fr catheters received on different days, even in the same emergency room, had relevant defects that rarely occur with other specimens. I do not recall any anomalies during insertion of any 22fr catheter. A diameter being too large for a patient is said to irritate the urethra. I did not experience that. I have benign prostatic hyperplasia (bph), with enlargement blocking urination. I have no related condition or urological abnormality, to my knowledge. I haven't had urological surgery as an adult or, probably, as a child. I was on rx for bph, both for prostate size reduction and for muscle relaxation, but all those ended before beginning with 22fr because my urologist did not prescribe more. I haven't taken an otc (over-the-counter) for bph since late 2021; otc saw palmetto worked in 2018 but failed in 2021. On my urologist's direction when I asked how to reduce purulence, I drank cranberry juice, 4 fl. Oz. 2x/day, for over a year, but have now discontinued it as likely inefficacious, finding about 5 blockages during a year beginning more than 2 months after starting the last regime with pure cranberry juice compared to 3 during a prior year without more than incidental (if any) cranberry. French sizes averaged smaller during the year with fewer blockages. My urologist wants me to get surgery, transurethral resection of prostate (turp), possibly by laser, but I have declined turp, especially due to economics. I've been wearing indwelling catheters for over 2.5 years and expect to continue indefinitely. Generally, blockages are attributed to clots and could be due to clots, pus, food-generated crystals, or a combination thereof. Attribution is after I ask, which is after a catheter has been removed, discarded, and not retrieved. I suspect attribution is often to clots because, being dark, they're more easily remembered than light-colored pus in yellow urine. Thus, I don't know why blockages are occurring. Flushing may work but doesn't always. If it failed, exchange followed. Ref reports: mw5159511, mw5159512.